Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that the patient was experiencing ineffective therapy. Reportedly, the patient had a fall causing high impendence. As a result, surgical intervention is planned at a later date to address the issue.